Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the needle of the sensor broke and that some of the sensors were not penetrating the skin during insertion. The customer's blood glucose level was 253 mg/dl. The customer's products will be replaced and returned.